Manufacturer narrative:
This supplemental report is being submitted to provide correction. Corrected information added to b1.

Event description:
The customer provided additional information: the endoscopist thoroughly looked distally and proximally in the colon and around the polypectomy site but was unable to locate the missing device. No patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information was added to b5.

Manufacturer narrative:
Corrections: d4, d9, h3. This supplemental report is being submitted to provide the results of the evaluation, the legal manufacturer¿s investigation and device history records (DHR) review, and applicable corrections. New information was added to the following fields: d8, h4, h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Inspection of the insertion portion did not note any crushed, bent, or broken areas nor any sharp protrusions or edges. The operating wire within the handle section was kinked and protruding outwards. When the operating pipe was operated several times, the loop was extended from the distal end of the coil sheath and did not detach from the coil sheath when the loop was pulled. The connecting condition of the loop was inspected by stretching the coil sheath. The loop was attached to the hook, and it was not caught in between the hook and inner surface of the hook. The stopper was not attached to the loop, and the loop was not broken. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the reported event was the following: 1. The loop was secured around the polyp. 2. The slider was mistakenly pulled, and the loop cut the polyp. This caused bleeding. 3. The loop was completely retracted into the coil sheath causing the loop stopper to detach. The instructions for use (IFU) states the following: never use excessive force to operate the instrument. This could damage the instrument. Do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument. Do not pull the slider before surrounding the target tissue with the loop. Otherwise, the loop stopper would be dislodged. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during a colonscopy, when the polyloop was deployed by the rn, it cut through the polyp but the polyloop could not be found. The customer stated the polyloop was well secured on the base of the polyp stalk. The physician and rn are very experienced with this device and have not seen this occur before. They reported a clear plastic-like substance was coming from the distal end of the sheath. The patient had minor bleeding that needed to be clipped and the procedure was continued. The intended procedure was completed with a different device, a vizishot2, 21 gauge. There was an unspecified procedural delay.